Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a citation: liu, h., feng, w., guan, s., li, t., mao, g., maimaitili, a., ma, y., wang, d., ye, m., zhang, h., zhang, p.. Subgroup analysis of pipeline flow-diverter devices in the treatment of intracranial aneurysms: a long-term real-world study involving 190 patients. Neurosurgical review 2025;48 (1) 2025. Doi:10.1007/s10143-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: ¿subgroup analysis of pipeline flow-diverter devices in the treatment of intracranial aneurysms: a long-term real-world study involving 190 patients.¿ the time frame of this study was: patients treated between 2015 and 2020, with long term follow up exceeding 3 years (mean follow up 58.4 ± 13.2 months). The following medtronic devices were used: pipeline embolization device (ped). A total of 190 patients (204 aneurysms) were treated with 228 pipeline flow diverters in the study. No deaths occurred in the study population. Among patient adverse events included: the perioperative complication rate was 3.7% (7/190 patients). Complications included stroke (4), cerebral infarction (3), in-stent thrombosis (1), hemorrhagic (2), aneurysm rupture (1), intraparenchymal hemorrhage (1), and vasospasm (1), and brain herniation (1). One patient developed subarachnoid hemorrhage due to aneurysm rupture during the procedure and underwent emergency craniotomy, surviving the procedure. However, at discharge, the patient had an mrs score of 5, while the remaining patients recovered well. The postoperative complication rate at 1 year was 3.3% (5/151 patients). Complications included stroke (2), cerebral infarction (1), in-stent thrombosis (1), hemorrhagic (1), aneurysm rupture (1), and aneurysm recurrence (1). During long-term follow-up, the complication rate decreased to 2.1% (4/190 patients), with one patient left with left-sided weakness and dysphasia; all other patients made a full recovery. Complications included stroke (3), cerebral infarction (3), hemorrhagic (1), and aneurysm rupture (1). Six cases of stented artery stenosis were detected during short-term follow-up, rising to 13 cases during long-term follow-up. All stenosis cases were asymptomatic. Residual aneurysmal sac rate was to 4.9% (10/204) during long-term follow-up. Three perforator occlusions were reported: two during the short-term follow-up and one during the long-term follow-up, resulting in severe impairment (mrs 4). Stent shortening/displacement occurred in 1 patient at 1-year follow-up. Eight patients required balloon angioplasty due to incomplete wall apposition no further information was provided pertaining to medtronic products.